Event description:
It was reported that the patient presented remotely via merlin.net.  Device interrogation revealed oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.